Manufacturer narrative:
Date of event is estimated the allegation is against [1] of [2] [components]; however, it is unknown which [component(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 8186418.

Event description:
It was reported the patient experienced ineffective stimulation due to lead migration. Investigation was unable to determine which of the 2 leads migrated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received stating that surgical intervention took place where the lead was explanted and replaced to address the issue. Effective stimulation was resorted post-op.